Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a headache, sweating, and a loss of consciousness. Customer was unable to self-treat and was helped to their bed and was given orange juice, crackers, and glucose tablets when they woke up. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a headache, sweating, and a loss of consciousness. Customer was unable to self-treat and was helped to their bed and was given orange juice, crackers, and glucose tablets when they woke up. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed on the usb port. Damage usb port prevent to charge the reader which leads the reader did not turn on. Secure-1 issue was created to address this issue. The returned meter was de-cased and was placed into the reader test fixture to download log. Issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. The damage was observed due to incorrectly inserted usb cable which results the port not functioning as intended. An error message was observed and secure-1 issue was created to address this issue. The returned reader was de-cased and attempted to download reader data while in the test fixture. Therefore, issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a headache, sweating, and a loss of consciousness. Customer was unable to self-treat and was helped to their bed and was given orange juice, crackers, and glucose tablets when they woke up. No further treatment was reported. There was no report of death or permanent impairment associated with this event.